Manufacturer narrative:
The investigation is based on the logfile analysis and the results from the service done on site. The reported alarms and the stop of ventilation could be retraced during the logfile analysis. On (B)(6) 2019 at 2:46 pm invalid pressure measurement values were detected by the safety software of the device. In this case the ventilation stops and safety valve opens to ambient allowing for spontaneous breathing. The cockpit infinity c500 posts an accompanying visual and acoustical alarm. It was found that the issue was due to a faulty printed circuit board pba m4.1, which is responsible for pressure management. Consequently it was replaced. A device test was performed successfully. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial report.

Manufacturer narrative:
The investigation was started, the results will be sent within a follow-up report.

Event description:
It was reported while on a patient the ventilator quit ventilating and alarmed "device failure" and "pressure measurement error." There was no patient injury.